Event description:
It was reported by the clinician that the catheter was in place and one of the lumens broke below the hub. As a result, the catheter was exchanged over a guidewire. There were no patient complications reported.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.